Event description:
The patient was undergoing a coil embolization procedure in the left c4 using a penumbra coil 400. During the procedure, a guide wire was inserted from the right femoral artery to the left internal carotid artery (ic). Three penumbra 400 standard coils were deployed in the aneurysm with a pxslim130 delivery microcatheter and a codman neurovascular enterprise stent was used. While the fourth coil was being deployed, the delivery microcatheter kicked out of the aneurysm. The physician attempted to pull the coil into the delivery microcatheter, but detached it prematurely. The physician cut off the proximal part of delivery microcatheter and used a amplatz gooseneck snare 2 mm into a prowler select plus microcatheter and advanced them along the delivery microcatheter to remove the coil. Part of the coil became unraveled. The snare and the unraveled part of coil became stuck inside the prowler microcatheter. The physician pulled out the pxslim delivery microcatheter out of the body and cut off the proximal part of prowler microcatheter. An amplatz gooseneck snare 4 mm along with a prowler microcatheter was inserted to remove the coil; however, the stent prevented the snare from catching the coiled part of the coil. After some attempts, the coil became tangled with the 4 mm snare and unable to come back from the body. The physician decided to suture the end of coil with the femoral subcutaneous tissue to fix the coil in the blood vessel. The prowler microcatheter was withdrawn. At the time, he could see the coil through angiography. A second codman neurovascular enterprise stent 37 mm was deployed in the same place as the first one with another prowler microcatheter. After an angiography, the physician tried to pull the unraveled part to the femoral artery, but found that the coil broke up. The physician presumed that the coil broke up inside the distal part of enterprise stent. The physician completed the procedure. The physician commented that he "felt resistance when pulling the delivery [pusher assembly]." Approximately 5 days later, the patient resumed eating and her condition was favorable. The patient was discharged from the hospital the following week.

Manufacturer narrative:
Result: the coil is stretched. The pet-lock is still intact on the proximal end of the pusher and the coil proximal constraint ball is still inside of the distal detachment tip (ddt). The coil stretch resistant (sr) wire is broken. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates the coil detached while it was being retracted. The coil proximal constraint ball is still inside of the pusher assembly ddt. It appears that when the coil was retracted into the microcatheter, the force used to manipulate the coil exceeded the tensile strength of the coil sr wire, breaking the sr wire and causing the coil to detach. The product IFU warns against advancing or retracting devices against resistance to prevent damage to the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.